Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated cartridge chemistry (cc) cuvette not dry errors. Customer reported that the reagent probe b tubing was loose and that there was a puddle on the drip tray. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to tighten the fittings for the loose reagent probe b tubing. Customer reported that all quality controls were within specifications after the repair.

Manufacturer narrative:
(B)(4).